Manufacturer narrative:
D10 ¿ product received on: 07apr2020. Investigation ¿ evaluation : it was reported that a ultrathane mac-loc locking loop multipurpose drainage set had foreign matter within the packaging. This incident was reported by (B)(4), in peru. No adverse effects to the patient were noted. A review of the complaint history, device history record, and quality control of the device, as well as a visual inspection, were conducted during the investigation. The complaint device was returned for investigation. Evaluation of the returned device confirmed foreign matter flakes within the sealed package. From this evaluation, cook will confirm the product out of specification. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook did not complete a review of the product labeling, as no steps relevant to the reported failure mode are included. A review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the reported lot records one relevant non-conformance; ¿foreign matter¿ (qty. 2, reworked), however all nonconforming product was reworked, the device goes through a 100% inspection for the reported nonconformance, and a database search for complaints on the reported lot found no additional complaints from the field. Due to the device being confirmed manufactured out of specification, additional lot investigation is needed. A search for all additional lots with the same rpn packaged on the same day as the reported lot found six additional lots. A nonconformance search for the six lots found that two lots had relevant nonconformances, however no complaints from the field have been received for any of the additional lots. At this time, there is no evidence suggesting that nonconforming product from the additional lots exists in house or in the field. Based on the information provided, the examination of foreign matter sealed inside the unopened device, and the results of the investigation, it was concluded that a manufacturing and quality control deficiency was the main cause of failure. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage set was inspected prior to use. The presence of foreign bodies inside the packaging was noted by hospital personnel. No other adverse effects were reported for this incident.